Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (flashing display w/moisture) issue. The reporter alleged that the screen could not be read safely and that there was evidence of moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2014 with the following findings: during testing, the pump failed to power on, and the display screen could not be investigated due to internal moisture damage. There was visible evidence of moisture behind the display screen; and the leak test failed due to a display lens leak. The pump was opened and moisture was evident on all internal surfaces of the pump.